Manufacturer narrative:
(B)(4)

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. While ablating in the left ventricle, a steam pop was noted and the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed; however, the patient remained hypotensive. Blood products were transfused and an external cardioversion was performed, as the patient developed ventricular fibrillation. A thoracotomy was performed and manual compression of the perforation was held until surgery could be performed. Cardiac surgery and a pacemaker stabilized the patient; however, the patient later expired. There were no performance issues with the ablation catheter.

Manufacturer narrative:
(B)(4). The results of the investigation concluded the catheter passed all functional testing. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.